Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 27 mg/dl. The customer was treated with glucagon shot. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Device communicated properly and recorded the test value properly from glucose meter. Device sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies noted during testing. (B)(4).